Event description:
This lvad (left ventricular assist device) is the subject of a recall initially issued in 2020 december. The patient was undergoing a proactive controller change per manufacturer recommendation because the age of the controller was approaching two years. Upon changing the controller, the pump did not restart. The patient was admitted for the exchange, and was admitted to the ICU when the pump would not restart. The plan is to take the patient to the or and exchange this pump for another device.